Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The angulation was insufficient due to the elongation of the angle wire. There was rattling at the connection between the insertion pipe and the control section due to the looseness of the insertion pipe. External factors damaged the bending section rubber, video connector, control section, grip unit, grip cover, video cable, light guide connector, light guide cover glass, and video connector case. The adhesive of the bending section rubber was chipped. The light guide connector was deformed due to an external factor. The video connector case was cracked due to an external factor. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp. (Omsc). However there is possibility that the reported event was caused by breakage of the image sensor, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the scope communication error b30 was displayed on the monitor.there was no report of patient injury associated with the event.